Manufacturer narrative:
Updated data: b5 d9 h3 h6 - annex b, annex c, annex d product analysis: the dcs was received with a valve loaded within the capsule. The device was received with the capsule partially opened. The capsule appeared intact with no evidence of damage. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. A stylet was unable to be inserted through the nosecone. On retraction of the capsule via the rotation of the actuator, the valve deployed with a crown overlap. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was an area of flattening visible to the distal end and a kink visible to the proximal end of the inner member shaft. The spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. A 0.035-inch guidewire was able to be fully inserted through the dcs, with resistance noted when backloading through the area of flattening and the kink site on the inner member shaft. A valve was unable to be loaded due to the damage to the inner member shaft. The reported event for interaction issues with guidewire could be confirmed in the analysis. The reported event for difficult to load could not be confirmed in the analysis as a valve could not be loaded due to the inner member shaft damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dcs was never inserted into the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {evolutfx-29}; product lot/serial number {(B)(6)}; product type: {transcatheter aortic valve (tavr)}; implant date {(B)(6) 2018}; explant date {na} product ID {l-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {compression loading system (cls)}; implant date {na}; explant date {na}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter bioprosthetic transcatheter valve, with this delivery catheter system (dcs), the loading of the valve was difficult. It was hard to advance the capsule over the valve. Tension of the catheter had to be relieved a couple of times during loading. There were no issues with the compression loading system (cls). The valve was eventually loaded and inspected via fluoroscopy without any indication of a misload. The stylet was also easy to remove with no signs that the system had been misloaded. The system was approved for use during the implant procedure and the dcs was attempted to be inserted over the wire. It was discovered that the dcs was unable to be inserted over the non-medtronic guidewire after the first 5 to 7 centimeters (cm). The dcs was ¿sticking¿ to the wire, and the wire was unable to be pushed through the dcs. It was reported that the non-medtronic guidewire did not have any damage. The system was removed without an attempted deployment. The valve and dcs were replaced. The replacement valve was successfully implanted without further complications. No patient impact was reported.